Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(6); batch: 376435.

Event description:
It was reported that the patient underwent a revision procedure wherein the lead was replaced due to migration and the ipg was also replaced due to an unknown reason. The patient was doing well postoperatively. No device malfunction was suspected.